Manufacturer narrative:
This report is for three unknown spine instruments/unknown lots. . Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. (B)(6). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported the patient underwent a revision procedure at l4-s1 for a broken l5 left side pedicle screw. During the procedure three instruments broken while removing the broken screw. All the broken pieces were recovered; there was no reported injury to the patient. There was a ten (10) minute surgical delay. Surgeon expressed that the screw likely broke due to implant fatigue. This report is to capture the intra-operative event involving the instruments. This report is related to linked complaint (B)(4) which captures the need for the revision procedure due to the broken screw. This report is for three unknown spine instruments. This is report 1 of 1 for (B)(4).